Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump could not communicate with motor arm and main arm. Customer cannot recall their blood glucose reading. Customer also reported failed battery test. The insulin pump critical block and inverse critical block did not add to zero. The note reads no further details given. However, the insulin pump passed self-test. Insulin pump not be returning for analysis.

Manufacturer narrative:
No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarm during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download.